Manufacturer narrative:
Additional narrative: this report is for an unk - constructs: lcp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: van doremalen, r.f.m. Et al. (2020), can 3d-printing avoid discomfort-related implant removal in midshaft clavicle fractures? A four-year follow-up, archives of orthopaedic and trauma surgery, vol. Xx, pages 1-9 (netherlands). The aim of this study was to test if surgical preparation using 3d-printed replicas can improve surgical midshaft clavicle fracture treatment. Between october 2014 and june 2015, a total of 14 patients with an acute midshaft clavicle fracture were treated with non-sterile fitting plates (3.5 mm lcp superior anterior clavicle plates, synthes depuy). These patients were divided into 2 groups; the control gourp had 7 patients (6 males and 1 female with an average age of 36.6 years and the intervention group had 7 patients (6 males and 1 female with an average age of 40.0 years). The following complications were reported as follows: 5 patients had experienced plate-related discomfort requiring implant reoval. 1 patient had an infection. 1 patient had a delayed union twelve weeks after the initial procedure due to an infection at the implant site. The patient was treated by surgical debridement of the wound and refixation with a standard plate. This report is for an unknown synthes 3.5 mm lcp superior clavicle plate. This report is for one (1) unk - constructs: lcp. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.